Manufacturer narrative:
H.6. Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 8255567, cat. No. 320136. Visual examination was carried out on the returned photos and sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle drug did not come out during air purge. The needle was bent. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge. Then customer found the needle npe was bent.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro fine plus¿ insulin pen needle drug did not come out during air purge. The needle was bent. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out during air purge. Then customer found the needle npe was bent.